Event description:
Related manufacturer report number: 3006705815-2024-01096, 3006705815-2024-01097. Additional information received reports that the patient underwent surgical intervention in which their thoracic ipg was explanted and replaced. During the procedure it was discovered that the patient's leads had migrated, and they were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-08321. It was reported the patients ipg's became inoperable following an unrelated surgery and surgery mode was not turned on. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.